Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped. Support coil, embolic coil and gripper were out of introducer. Embolic coil was still attached to the gripper, it was totally stretched and it was unraveled with the rest of the device. Hypotube and support coil presented kinks. Gripper was inspected under microscope and it was found twisted. Even with the damages found in the device, it could be flushed using a lab sample trufill dcs syringe ii pressurized to the blue zone. When the pressure was increased to the green zone the coil detached without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13456570 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cause of the stretched condition of the embolic coil, kinks found on the hypotube and support coil, and twisted condition of the gripper could not be conclusively determined; however, these do not appear to occur during the manufacturing process. Inspections are in place to prevent these kinds of damages leaving from the facility. In addition there was no report from the customer pertaining to these damages which were evident with visual analysis. Therefore, it is likely that these damages occurred post procedural use. The reported failure of the coil to detach was not confirmed with functional testing of the returned device. Based on this and the lack of procedural information, no conclusion can be made regarding possible contributing factors. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Investigation of the event and analysis of the returned product are pending. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the orbit mini complex fill coil would not detach. There were no patient injuries reported as a result of this event.